Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition the insert label that is included in the packaging of the product contains indications and warnings to perform the connection. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the last bag line during dwell 4 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 of treatment. The line bag was not securely connected. It is unknown at which point in therapy the leak may have begun. The patient report that the cause of the leak was a loose connection. The fluid did not come in contact with the cycler. The patient was advised to reset up the cycler with new supplies, but the patient stated that they will not reset up their cycler tonight. It was reported that an alternate treatment option was not available. The patient was also advised to try using their cycler again tomorrow and to follow up with their peritoneal dialysis registered nurse (pdrn) regarding their incomplete treatment tonight. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that treatment was not completed. The patient stated that the loose connection that caused the fluid leak was between the baxter bag and the safe lock apd luer connector. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The connector that was used by the patient were discarded and is not available for return for physical evaluation by the manufacturer.